Event description:
This spontaneous case, reported by a consumer, who contacted the company to report a product complaint, concerned a male patient of unknown origin. Medical history included heart disease and diabetes. Concomitant medication was not provided. The patient took insulin lispro (humalog) via cartridge per a sample humapen memoir burgundy reusable device (dosing regimen, indication for use and start date were not provided). It was reported that the patient started taking humalog almost three years ago (2006). In 2008, the patient woke up around three o'clock in the morning and he did not feel right, so he went to the hospital. It was reported that he had a ministroke, and he was in the hospital for a couple of days. Treatment information was not provided. It was reported that his heart was good, and they could not figure out what was going on. Later, on an unspecified date, the patient's right eye frosted over and then went totally black and he was blind in that eye. Treatment information was not reported. The eye specialist found that the patient had an occlusion to the vessel that supply the eye and the retina. It was unknown if treatment measures were implemented. It was reported that the patient had peripheral vision, but no central vision. Treatment information was not reported. The patient recovered from the event of being blind in the right eye, he had not recovered from the loss of central vision and it was unknown if he recovered from the other events. The humalog was continued. On 08-jan-2009, the reporter described a problem with dashes on the humapen memoir display (lot 0702c02). There were a bunch of small dashes and two large ones to the right. The dashes were in the time, date and dose segments. The suspect device was returned on 19-jan-2009, and upon examination, it was identified that there was one segment missing at dose. Segments in the display were missing the far right dash in the dose area. When resetting, instead of two 8's, there was only one 8 and then no zero in ready mode. It was unknown if the patient was a trained user of the device. General device and suspect device duration of use were not reported. Update 21-jan-2009: on 20-jan-2009, the quality department determined that the initial complaint received on 08-jan-2009 described a reportable malfunction. Changed sample humapen memoir burgundy reusable device from concomitant to suspect. Updated corresponding fields, narrative and psur comment accordingly. Update 23-jan-2009: upon internal review, the reportable malfunction of a missing dose segment of the humapen memoir burgundy was identified on 19-jan-2009 after the pen was returned. Lss fields and narrative were updated accordingly. Update 05-feb-2009: additional information was received on 29-jan-2009 from quality: updated the device specific safety summary and improper use or storage field.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. Note: this report includes final evaluation findings. No additional information is expected. Evaluation summary: the user return the actual complaint device for investigation because the "the device will not reset and dashes are in the display" (0702c02 manufactured february 2007). The manufacturer found the far right dash missing in reset mode missing and dose numbers were missing segments on the 1's dose digit. The user would typically be aware of this malfunction. The investigation determined liquid ingress caused the malfunction. The directions for use prohibit continued use. Malfunction confirmed. There is evidence of improper use or storage. The investigation found liquid ingress within the device causing the copper on the flex board and the conductive traces on the lcd to corrode. This contamination is relevant to the investigation results and the user's complaint.